Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that 2 days after the implantation a revision due to heart perforation took place. The lead was explanted and replaced. Should additional information become available this file will be updated.

Manufacturer narrative:
On 12/13/17 - we received a device evaluation. The returned lead and the pacemaker were thoroughly analyzed. The pacemaker was first inspected visually, and the connection system was checked. The screws and the spring elements of the lead connections were free of defects. Leads inserted as a test could be contacted with easy passage, low-ohm values, and reliably. The drill whole dimensions were all within the dimensions defined in the standard. In a next step, the memory content of the pacemaker was analyzed. The analysis showed that the implant detected a ventricular pacing impedance >3000 ohm on (B)(6) 2017 at 10:45 am, as well as an atrial impedance >3000 ohm at 10:53 am. Consequently, the pacemaker switched, in accordance with the set program, automatically to unipolar sensing and pacing, which very likely led to the subsequent clinical observation. In a next step, the pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was proper. The pacemaker showed specification-conforming behavior in regard to its device functions. During the analysis of the lead, it was checked visually, electrically, and mechanically. The visual inspection detected cuts in the insulation that are probably a result of the explantation process. The analysis did not show any other deviations that could be related to the clinical complaint of a perforation. The manufacturing process of the lead and the pacemaker was reviewed. The manufacturing documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.